Event description:
The patient is reportedly experiencing dizziness. Testing revealed that the device is functioning within normal limits. The patient is being treated and has had three visits with the ent doctor. The dizziness is not resolving. Once new information is obtained, a supplemental report will be submitted.